Manufacturer narrative:
Additional information was added to h4 and h6. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that the tubing was separated from the y-site clearlink in the downstream part. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: two (2) actual devices were received for evaluation. Visual inspection was performed which identified a separation between tube and y-site. The reported condition was verified on the actual samples. The cause of the separation is due to an assembly issue during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing popped off from the distal port (clearlink) of two (2) clearlink system continu-flo solution sets. The location was further described as "where the tubing meets the port". The issue occurred during setup (priming), before connecting to fluid. There was no patient involvement. No additional information is available.